Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. The customer treated for high blood glucose with insulin pump. The customer was reported that the insulin pump was not delivering insulin automatically. Customer using insulin pump within 48 hours of high blood glucose of event. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.